Event description:
Litigation papers allege the patient suffers from pain. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery on left hip due to pain . There was no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; hypertrophied joint capsule; serosanguineous fluid with yellowish debris consistent with metallosis; damage to piriformis and external rotators; large cystic structure that was well encapsulated; villous material; slight corrosion of the trunnion. The adapter sleeve and femoral stem were added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.